Event description:
This pi is for revision due to infection in (B)(6) 2021. A patient specific implant request was received for the patient's right distal femur. Noted on the form: "the patient has mig implant pin 22177, op date (B)(6) 2019. Then infection and revision to competitor implant (now in-situ) in (B)(6) 2021." The competitor implants now also require a revision.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: smcap01 smiles knee axle cap exsm lot b24437 qty 2 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.